Manufacturer narrative:
The patient information and product information were not provided. It is not possible to determine the manufacture date without the product information.

Event description:
The advocate stated her husband received a control reading on the contour and the meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control was not expected to be returned for investigation. Product was not replaced.